Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the returned device found no anomalies.

Event description:
It was reported that during the implant procedure on a pacemaker dependent patient, the device would not pace/capture when connected to the lead. This device was removed and replaced with another of the same device. There were no patient complications reported as a result of this event.